Event description:
The core universal driver was sent for service and it was found during testing at the MFR that the device ran w/o user activation. There was no pt involvement and no adverse consequences associated with the device.